Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
(B)(4). Concomitant products: 183130, van ps open intl fem-lt 67.5, lot 1572288; therapy date: unknown. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available. The event was previously reported under MDR 3002806535-2017-00077. An additional report will be made for this patient under the MDR 0001825034-2017-02323.

Event description:
It is reported that the patient was revised due to alleged loosening and alleged metallosis. The implant date was approximately nine years ago. Attempts have been made and additional information on the reported event is unavailable at this time.